Event description:
It was reported that "holding pin froze in cut block".

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.